Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has been returned for evaluation; the investigation is confirmed for material twisting and material separation. However, the investigation is inconclusive for the reported activation issue as functional testing could not be performed due to the condition of the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model cre14s recanalization catheter experienced an activation problem, material separation, and material twisted. This report was received from a single source. The event had no patient involvement.